Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that during rvad implantation this patient experienced coagulopathy requiring a large amount of blood products. The chest remained "opened and packed". No further information has been provided.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.